Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that; "IV sets developed a leak and was dribbling out lipids all over the inside of the pump". Customer reported there was no harm to patient or staff.

Manufacturer narrative:
Concomitant products: 150ml baxter infusion bag intravia container lot ur15f10090; therapy date (B)(6) 2015 the customer¿s report of a leak was confirmed. Visual inspection revealed a tear in the silicone segment directly below the upper fitment, measuring approximately 0.01 inches long. No crush marks or tool marks were observed around the upper fitment. No other anomalies were noted. Functional testing and pressure testing confirmed leaking from the tear. The cause of the leak was identified as a tear in the silicone segment. The cause of the tear is unknown.